Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device has run on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.